Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure that the first implant on the customer's truespan peek 12 degree and truespan peek 0 degree would not deploy on both devices. The procedure was completed with other like devices with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The devices were discarded by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number 228151, lot #l883116 combination per query executed on 10/17/2019. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part number, lot number combination per query executed on 10/17/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.